Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the atrial lead exhibited myopotential over-sensing leading to automatic mode switch(ams). Noise was reproducible with isometrics. Programming changes were performed. The patient was in stable condition.